Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the steel wire was found to be broken within the surgical field of view on the fenestrated bipolar forceps. The instrument was replaced with a back-up instrument of the same kind to continue the surgery. The procedure was completed with no reported injury.